Event description:
It was reported that the product is not absorbing the secretion of the wounds, it is being retained on the surface of the dressing causing maceration in the same one due to excess humidity.

Manufacturer narrative:
As we have not received a lot number for this complaint, the batch data cannot be reviewed. However, we have reviewed the test data trends for absorption and adherence for the period 2015-2018 and all test data of released product met the finished product specification. No relevant supporting clinical information has been provided to assist with a clinical investigation, and the patient's current condition is unknown. Therefore based on insufficient information, a clinical assessment cannot be performed at this time. Based on the available information, the cause of the complaint is inconclusive so no action can be taken at present. If a sample is received, we will make further investigation. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.